Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) found that the autofill manifold and helium regulator were occluded. The stm then replaced the fill manifold assembly and the helium regulator assembly. The iabp then passed all functional and safety tests per factory specifications, was cleared for clinical use and returned to the customer.

Event description:
The customer stated that during preventive maintenance (pm) it was discovered that the intra-aortic balloon pump (iabp) would not do a manual fill and was having intermittent autofill issues. No patient involvement. No adverse event reported.